Manufacturer narrative:
Submit date: 9/27/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports: the syringe barrel is cracked.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The actual sample was received for evaluation. Visual inspection confirmed the reported condition; there was a crack in the barrel 1 5/8¿ long parallel to the length of the barrel. There was no other damage or stress marks on the barrel. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. The plastic used to mold the part is very soft when it is warm right after being produced. It does not crack clean like the return sample was. The damage would have had to happen after the part had cooled and had to be exposed to a strong force in order to crack it as presented. Parts were tested at the plant and the parts showed stress marks on the two sides that pressure was applied without cracking. The condition could not be replicated. It is possible that during storage or shipment the damage occurred. Pictures of the sample and the condition will be communicated to all associates to heighten awareness. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.